Event description:
It was reported that patient letter stated that on (B)(6) 2020 patient had surgery, removed the first artificial urinary sphincter (aus) replaced with a new aus. Patient waited to heal; then tried to activate it. It worked for two weeks. After that, patient started to have painful cramping and his urine would not come out right. It became so he could not urinate and was very, very painful. On (B)(6) patient went in to see his doctor. He was scoped and was informed that the device was deteriorating. Physician wanted it out of the next day, (B)(6). Patient was sent home to wear a catheter for 4 weeks which became painful and provoked bleeding in his bladder. Patient was also informed that physician would not try to place a new aus device again. Patient was placed on antibiotics for 6 weeks. Patient is writing to boston scientific to inform that there should be better communication and that the device be properly built. Patient states if he would have known that the device had not been thoroughly tested, he would not have gone through all the surgeries and all the pain. A lot of his friends and family have told patient to sue, he does not want to sue anybody. Patient would like a response that boston scientific have acknowledged his letter. Lots of money was spent, a lot of tears flowed and a lot of pain suffered. Patient does not want anyone else to go through this. Also, patient incontinence has gotten to a point where I do not feel confident enough to leave my home. Patient state is a shame that anyone has to go through this.